Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis, keytones as well as kidney issues. Customer's blood glucose levels at the time of hospitalization 278mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.